Event description:
It was reported that the pump exhibited a primary audible alarm system failure alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed an occurrence of a "primary audible alarm post (paa)" error message. Functional testing was not able to duplicate the reported issue at power up. The speaker was replaced as a preventive measure as the level one audio count was found to be nine. This was determined to have caused an intermittent paa that was shown to have occurred in the ehl. Service history review identified the complaint was not related to a previous service of the device within the review period.